Event description:
The surgeon attempted to implant a cc4204bf lens. The lens tore during insertion, surgeon fells it may have been the plunger that over rode and tore the lens. No patient contact. It is unknown if the device malfunctioned.